Event description:
It was reported that suspected thrombosis or tissue shearing occurred. A left atrial appendage (laa) closure procedure was being performed. Trans-septal puncture (tsp) was performed, a watchman access system (was) was positioned and a 31mm watchman flx laa closure device and delivery system (wds) was used. Positioning of the wds was performed, however the tsp location was not optimal and when the wds was first deployed, the closure device immediately fell out of the laa, into the left atrium (la). The closure device was recaptured and several more attempts were performed without success. The decision was made to remove the watchman system and re-attempt tsp. While removing the system, out of the laa into the la, a small flipping structure on the tip of the coumadin ridge was observed. The physicians suspected it was either a thrombus or sheared tissue caused by the first deployment of the wds when the closure device fell out of the laa into the la. Aspiration was attempted with a non-boston scientific corporation aspiration system through the was, however the structure was not mitigated through aspiration. The procedure was aborted and the patient was kept on pradaxa out of caution with plans to stay on pradaxa long term. If patient is unsuccessful with pradaxa, future re-attempt of watchman implant will be considered.

Manufacturer narrative:
(B)(6) 22. B5: patient discharge updated in narrative.

Event description:
It was reported that suspected thrombosis or tissue shearing occurred. A left atrial appendage (laa) closure procedure was being performed. Trans-septal puncture (tsp) was performed, a watchman access system (was) was positioned and a 31mm watchman flx laa closure device and delivery system (wds) was used. Positioning of the wds was performed, however the tsp location was not optimal and when the wds was first deployed, the closure device immediately fell out of the laa, into the left atrium (la). The closure device was recaptured and several more attempts were performed without success. The decision was made to remove the watchman system and re-attempt tsp. While removing the system, out of the laa into the la, a small flipping structure on the tip of the coumadin ridge was observed. The physicians suspected it was either a thrombus or sheared tissue caused by the first deployment of the wds when the closure device fell out of the laa into the la. Aspiration was attempted with a non-boston scientific corporation aspiration system through the was, however the structure was not mitigated through aspiration. The procedure was aborted and the patient was kept on pradaxa out of caution with plans to stay on pradaxa long term. If patient is unsuccessful with pradaxa, future re-attempt of watchman implant will be considered. It was further reported that the patient was discharged the day following the procedure.